Event description:
It was reported that during the implant this lead exhibited high out of range pace impedance measurements and high pacing thresholds resulting in the inability to pace. The lead was thus not used and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This lead was expected to be returned. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This lead will not be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that during the implant this lead exhibited high out of range pace impedance measurements and high pacing thresholds resulting in the inability to pace. The lead was thus not used and will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during the implant this lead exhibited high out of range pace impedance measurements and high pacing thresholds resulting in the inability to pace. The lead was thus not used and was expected to be returned. No adverse patient effects were reported.